Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: tissue and procedure name is unknown. On (B)(6), sales rep reported that 6 eaches broke that day. Packaging and lot were saved. It was stated that the suture breakage happened off and on for about a year but not frequent enough to raise awareness until november 2020 when it happened more frequently. Please advise the lot number of the 6 devices that broke on (B)(6) 2021. Was it lot qjmsrx that was reported in (B)(4)? Only 3 devices can be confirmed that they belong to lot number qjmsrx. Did the 6 breakages occur during the same surgical procedure? Unknown. Were the events that happened off and on for about a year previously reported? If yes, please provide product complaint numbers. No, problem wasnt brought to my attention until the initial complaint was filed by me in november. The following information was requested, but unavailable: if the events were not previously reported, please provide procedure date, patient demographic information, product code, lot number, quantity involved in each procedure. Were there any adverse patient consequences? These complaints were reported with multiple events. There are no additional details regarding the additional events that occurred prior to november 2020. Related files 2210968-2021-01336, 2210968-2021-01338, 2210968-2021-01339, 2210968-2021-01346, 2210968-2021-01347. Investigation summary the product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample (double armed) of product code j566g was received for evaluation, the swage and attachment area of the needle were noted to be as expected. The strand was broken in two section during the inspection due to the suture has begun with the process of degradation. The product code j566 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a pediatric urology procedure on (B)(6) 2021 and suture was used. The suture broke during the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.